Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose value was 152 mg/dl. Customer stated that they lost the insulin pump in the lake and dropped in. The device will be return for analysis.